Manufacturer narrative:
H3,h6: the reported ultra fast-fix curved ab assembly, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed both ts remain on the delivery needle. T1 has been pushed back to the dimple. The depth limiter has been trimmed to the surgeons desired length. The device was tested using a rubber meniscus model, each t was able to be stripped off of the delivery needle as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological changes in the soft tissue that would prevent secure fixation. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during cl reconstruction surgery, t1 could not be deployed. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.